Manufacturer narrative:
Power supply.

Event description:
The customer reported the ventilator would not operate on ac power, only on backup battery power. The customer reported the unit was not in use on a patient, therefore, there was no patient harm or involvement. The customer replaced the power supply to address the reported problem. Factory analysis of the power supply revealed a malfunction that could result in a loss of ac power during operation. Malfunction of the power supply as noted during use could cause the ventilator to shut down and alarm. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.